Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of IV (intravenous) tubing sets had issues connecting to and spiking IV bags. The customer stated that they were ¿having issues with spiking the bags and not having them spill all over and connecting to the IV bags¿. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.